Event description:
A surgeon reported that following implantation of a glaucoma shunt, erosion was noted. The surgeon later clarified that it was erosion of the tissue. Additional information has been requested.

Manufacturer narrative:
The complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).